Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported a patient (race unknown) noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support during a pulmonary vein isolation (pvi) ablation procedure. During impella cp support, the patient experienced atrial fibrillation during the pvi procedure. The impella was explanted and the patient remained stable.

Manufacturer narrative:
The investigation for vf/vt/af/at has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. G1 manufacturing site name and address corrected e4 should have been left blank in the initial report. H.6 code 4755 was reported incorrectly on manufacturer device report. New code was added to component code.